Event description:
During a laminectomy procedure the malibu driver stripped trying to remove lock and caps to shorten rods. There was a reported 1 hour delay in surgery due to this.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.